Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: unk articular surface, lot#: unknown.

Event description:
It was reported the patient was a revised due to tibia loosening. No additional information or medical records available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.